Event description:
Boston scientific received info that this right ventricular (rv) lead was implanted as a rate/sense lead due to undersensing of fine ventricular fibrillation (vf). After implant, this lead also exhibited undersensing of fine ventricular fibrillation (vf). The lead was found to have dislodged. A revision procedure was performed and the lead was explanted and returned. The date of explant was not provided.